Event description:
Event description guidant received information that the pacing impedance is gradually elevating but not out-of-range. Sensing thresholds are normal and consistent. In january 2004, guidant received information that the pace/sense portion of the lead was found to be broken during an invasive procedure.